Event description:
Bausch & lomb was provided a summary of contact lens related infective keratitis cases for pt's that were treated at the eye hosp. Of the 14 cases on the summary, nine pt's claim to ahve used renu solution, including one pt who used a combination of renu and alcon solutions. Of the nine renu users. Fusarium spp. Was isolated from the clinical specimens in eight cases, and aspergillus isolated in one case.